Event description:
The pt wanted the implantable neurostimulator to be implanted on the left side, not the right side. He wanted the device implanted above the belt line; it was sitting at the belt line. He never had therapeutic effect. His pain was worse than before. He felt shocking and jolting. He had acute pain and nausea. The pt was dissatisfied with the service from the field rep. The pt was discharged from service by his hcp. He desired device explant. The pt was provided with a list of providers. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).